Manufacturer narrative:
As received only the distal end of the lead was received for analysis. The lead was cut 38.0/39.8cm (outer insulation/outer coil) from the distal tip. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
The results of the investigation are unconfirmed since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was oversensing noise and capture thresholds were elevated. The atrial lead was explanted and replaced. The patient was stable before, during and after the procedure.